Manufacturer narrative:
Device not returned.

Event description:
It was reported that an asymptomatic patient presented in the operating room for scheduled device replacement due to eri. Prior to the procedure, noise on the right atrial lead was observed. It was unknown how long the noise had been occurring. Physician chose to cap and replaced the lead. There was no adverse consequence, and the patient remained stable before, during and after the procedure.